Event description:
It was reported that the patient experienced syncope and sustained a fall. The implantable cardioverter defibrillator (ICD) exhibited a long detection time. The patient experienced ventricular tachycardia (vt) episodes with sudden onset and the device withheld for atrial fibrillation (af) for around ten seconds as pr logic failed to detect vt initially. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated there was a pr logic detection. Pr logic withheld with af discriminator initially, then detected and treated episodes. (B)(4).